Event description:
It was reported that a dexcom g6 transmitter did not pair with the ilet due to an incorrect transmitter serial number entered into the pump, and the user was guided to update the transmitter sn and restart the pairing process, including education on the sensor¿transmitter pairing period. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included troubleshooting and user education to correct the pairing information and initiate a new search for the transmitter. Investigation of this case revealed an use-related pairing error with incorrect identification data entry, which resolved after correcting the transmitter serial number and reinitiating pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and use.